Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400 mg/dl range and an insulin bolus via the pump was used to address the high bg level. During troubleshooting with tandem technical support, the time on the pump was noted to be incorrect. The customer reported that sometimes the cartridges are reused.